Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level on (B)(6) 2021. The customer¿s blood glucose level at the time of incident was found to be 400 mg/dl. The symptoms for high blood glucose were unknown. The customer was treated with manual injections/insulin pen. The customer was using auto mode at the time of incident. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.